Event description:
It was reported an issue with novosyn suture. The client reported that the thread also tears with only slight tension behind the clamp when tying the knot in the waxed area. This has occurred more frequently over the past two weeks. Observed with 3/0 and 4/0 novosyn. Additional information has not been received. The MFR report number of novosyn usp 4/0 mentioned is: 3003639970-2026-00586.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample containing only 2 threads/sutures instead of the expected 6. These 2 threads are still wound on the pack. To evaluate the conformity of this sample, we performed the following test: knot pull tensile strength results conducted on the open sample received are 2.23 kgf in average and 2.07 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 1.80 kgf in average and 0.91 kgf in minimum). These values are in the usual range for this thread and size. As stated in the instructions for use of the product, when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.